Manufacturer narrative:
Tw ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Event description:
The hospital reported prior to use for an endoscopic vein harvesting procedure vasoviewhempro vh-3500, the tip is broken. The jaw was not intact. A new kit was opened for case. The complaint product was not used on a patient. Only delay was the opening of a new kit.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000342251 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.